Event description:
A dr reported that the erbe argon plasma coagulator (apc) model apc 300 was involved in a pt incident. Argon plasma coagulation was used to treat angiodysplasia in a pt's right colon. However, a delayed perforation occurred and a right colectomy was performed. The pt is now doing okay.

Manufacturer narrative:
No trouble was reported with the equipment during the procedure. The system has been used after the event without any problems. No anomalies were found in the device history record (DHR) for the apc. In conclusion, no equipment problem was found that would have caused or contributed to the incident. Based upon similar situations reported previously with like equipment and application; this type of event appears to be related to the pt's condition (i.e. Disease state - angiodysplasia in the right colon, a very thin walled area). Upon treating the vascular malformation(s), the remaining all of the bowel was not strong enough to stay intact. However, no determination as to the cause of this situation could be made. The customer will be made aware of our findings. The reporting physician was provided additional documentation on the use of the equipment. No trends have been identified with this incident. If any further info is provided a follow-up report will be sent.